Manufacturer narrative:
Following confirmation of explant and return for analysis, this event will be further updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device is expected to be explanted and returned for analysis. No resulting adverse effects were reported.